Manufacturer narrative:
(B)(4). The device is not expected for return as it has been provided that the facility is holding the device within their risk management department.

Event description:
According to the reporter, the tip of suture broke off in the patient while suturing during a c-section. An x-ray was used in an attempt to locate the tip but could not be found. The patient was reported to not be injured, currently in good condition and without any known issues after the incident.

Manufacturer narrative:
(B)(4). Device evaluation summary: post market vigilance (pmv) led an evaluation of thirty one sealed sutures as well as two sutures opened by the account. The initial visual inspection of the sample by the pmv investigator noted that two suture fragments and two needles were returned opened; the needles were received with the sutures attached. A tactile and microscopic inspection of the sutures was performed on the sealed samples with no abnormalities. The foils were inspected with light assisted microscopy with no abnormalities. One of the used needles was received with the needle tip broken. Upon microscopic inspection of the needle, instrument marks were observed at the break site of the broken needle; instrumentation marks were also observed at the tip of the second needle. The returned open samples, as received by medtronic, were found to not meet quality release specifications after application in the clinical setting and the reported condition was not confirmed. Based on the product analysis, the failure was confirmed to be attributed to the reported event. Firmly grasping the needle at the tip weakens the needle causing it to bend and/or break. The recommended grasping area of the needle is at the needle body, where the wire is of a full diameter. The file was concluded to be a misuse by the end user. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.